Event description:
Customer reported experiencing a tandem mobi cartridge alarm, which led to their blood glucose level exceeding 500 mg/dl. Specific blood glucose value was unknown, but it was displayed as "high." To address the high blood glucose, the customer took corrective action by administering a correction injection via mdi. There was no third-party assistance required. Technical support confirmed the cartridge alarm and arranged to replace the pump. Customer was informed of the replacement pump shipment and the availability of training. Instructions were provided for returning the problematic pump, and customer acknowledged the steps required upon receipt of the replacement.